Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in monitoring voltage, down from 3.24 volts in may to 3.20 volts currently. It was also reported that the daily measurements for this day were n/r. A guidant technical services consultant discussed sending in a data disk for evaluation.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in monitoring voltage, down from 3.24 volts in may to 3.20 volts currently. It was also reported that the daily measurements for this day were n/r. A guidant technical services consultant discussed sending in a data disk for evaluation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in monitoring voltage, down from 3.24 volts in (B)(6) to 3.20 volts currently. It was also reported that the daily measurements for this day were n/r. A boston scientific technical services consultant discussed sending in a data disk for evaluation. Disk analysis indicated that the longevity of this device was not meeting specifications. No exact cause of this early depletion could be conclusively made with the data from a save to disk, but this device is part of the low voltage capacitor advisory. Due to the projected eri date it is recommended that normal follow-ups be performed and battery voltage be closely monitored. Ensure the device has the "beep on eri" feature enabled. Boston scientific received new information that this device was explanted nearly four years later due to normal battery depletion and was replaced with another boston scientific ICD.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on july 9, 2025, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status. A new save to disk was taken and returned for analysis during the patient's normal device check. The longevity calculator indicates that this device is depleting normally based on battery voltage. The battery voltage of this device increased slightly from 3.2v on the last save to disk to the current 3.22v. A review of the (B)(6) 2006 save to disk shows that a cap reform occurred approximately two hours before the save to disk was performed. This likely caused the slight drop in the voltage to 3.2v. The longevity calculations are extremely sensitive to battery voltage especially early in the device lifetime. Using a voltage of 3.22v with the rest of the (B)(6) 2006 data indicates that the device was operating per specifications at that point.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in monitoring voltage, down from 3.24 volts in may to 3.20 volts currently. It was also reported that the daily measurements for this day were n/r. A guidant technical services consultant discussed sending in a data disk for evaluation.